Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +21.0d) was implanted backwards during primary cataract surgery. The treating physician observed the issue during the post-operative 1-day exam.

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +21.0d) was implanted backwards during primary cataract surgery. The treating physician observed the issue during the post-operative 1-day exam. On (B)(6) 2024, a secondary procedure was performed to flip the lal into the correct orientation.

Manufacturer narrative:
Updating the following sections based on new information received after submission of the initial report: b1, b2, b3, b5, d1, d2, d4, g4, h1, h4, h5, h6, h8. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).